Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device worked intermittently. Therefore, the reported condition was confirmed. It was further reported that the device only ran in forward with foot pedal even when set to reverse, and there was corrosion on the electronic control unit and electronic motor. The assignable root cause was determined to be due to wear on electronic components from improper cleaning/care at the customer site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device was working intermittently. It was further reported that the device was used in conjunction with the console device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.